Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
As costumer state: "instrument was used to remove a screw when the instrument was turned, the distal part of the inner broke inside the screw."